Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2016 with the following findings: investigation revealed the following: there was moisture in the display lens; the battery compartment was cracked; leak testing revealed a leak at the battery compartment; the display was dim and discolored; the pump casing was removed and there was evidence of internal moisture damage found on the oled, the printed circuit board, and the vibration motor. Unrelated to these issues, evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed moisture through the display, a damaged battery compartment, a dim display, and internal moisture damage. This report is made based on results of investigation completed on 10/31/2016.